Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No number ramping or scroll bar anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked display window at all four corners, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported that the insulin pump had scrolling numbers and an unresponsive keypad during a carbohydrate entry attempt. The blood glucose reading was 166 mg/dl. The customer's mother stated that the customer had been in a tennis match prior to the keypad issues and that the device had been exposed to heat. Advised replacement of the insulin pump. Nothing further reported.